Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated, and the tip of the safety shield was observed to be broken. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for safety shield breakage with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "the safety shield broke after collection. There were at least 3 separate incidents at the same psc. Only the third incident was recorded with lot # 8318895. The third incident occurred (B)(6) 2019. No tubes were affected, this was a needle issue where the safety shield broke after collection. Orig email received, - "while capping green needle after venipuncture, the plastic tip broke off exposing the needle - lot#8318895, exp 2021-11-30, green needle with pre-attached holder. This incident occurred (B)(6), but two other las at the same site have also had the same thing occur."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "the safety shield broke after collection. There were at least 3 separate incidents at the same psc. Only the third incident was recorded with lot # 8318895. The third incident occurred (B)(6) 2019. No tubes were affected, this was a needle issue where the safety shield broke after collection. Orig email received, - "while capping green needle after venipuncture, the plastic tip broke off exposing the needle - lot#8318895, exp 2021-11-30, green needle with pre-attached holder. This incident occurred (B)(6), but two other las at the same site have also had the same thing occur."